Manufacturer narrative:
Company representative identified a hard drive problem. Loaner unit was installed.

Event description:
Customer reported an orange screen displayed on the panorama central station and a system reboot, which may have affected telemetry monitoring. No patient injury was reported.